Event description:
Customer was admitted to hosp for diabetic ketoacidosis. Nurse stated that customer is sleeping not available to troubleshot the pump. They statewill leave note to have customer contact medtronic. They state that customer is using insulin drip. Nrse was calling to clear the no delivery alarm. The pump was alarming and customer is not connected. Nurse would clear the alarm and it would alarm again. Instructed to leave batteries out when customer is available they will contact medtronic.